Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated during an evaluation of the system that the system has no audio. The rse rebooted the system and observed the systems' correct function. The customer agreed with the rse that if the system issue re-occurred that a new service work order was be submitted. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting address state tr reporting institution phone # (B)(6) reporting phone # (B)(6). Reporting address postal (B)(6).

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating the system has no sound. It is unknown if the device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.